Event description:
It was reported that the lead was explanted due to high impedance. It is noted that approximately three months ago, the patient had fallen on his ICD. No patient complications have been reported as a result of this event.